Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient visited the clinic for a follow-up after receiving inappropriate shocks due to lead dislodgement. The lead could not be repositioned as the helix was not able to extend for proper positioning. The lead was instead explanted and replaced. The patient is clinically stable after the procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found. The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and the lead was found to be within specification.